Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer advised enduser stated was using transfer bench in the bath tub and two legs on the right gave away and caused her to fall with no injury.